Manufacturer narrative:
Novocure's opinion is that the contribution of the optune gio device to the fall and secondary arthralgia cannot be ruled out. Urinary tract infection and sepsis were unrelated to device use. Drooling and dysarthria are secondary symptoms of urinary tract infection and sepsis. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Arthralgia is an expected event with optune gio device use (ef-11 0% and 9% ef-14 optune arm).

Event description:
A 78-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure was informed that the patient had experienced a fall on her right side, on (B)(6) 2025, accompanied by drooling and slurred speech. The patient was subsequently admitted to the emergency room where an MRI and CT scan were performed. The patient was discharged home the following day. It was further reported that the patient was readmitted to the hospital on (B)(6) 2025, with the same symptoms as during the (B)(6) 2025, admission. She was diagnosed with a bacterial infection, prescribed sulfamethoxazole and pantoprazole, and discharged on (B)(6) 2025. On (B)(6) 2025, novocure received a medical record indicating that on the evening of (B)(6) 2025, the patient had attempted to go to the bathroom while the device remained connected to the wall outlet. The patient's spouse urgently unplugged the device from the wall, which caused the patient to fall when the cord tension was released. No major injuries were reported as a result of the fall. According to the medical record dated (B)(6) 2025, the patient was recovering well from the hospitalization following the fall. Additionally, the patient was readmitted to the hospital on (B)(6) 2025, due to sepsis secondary to a urinary tract infection. At that time the patient was ambulating steadily, reported minimal shoulder pain, and had resumed optune gio therapy. Multiple attempts to contact the prescribing physician were made, but no response was received.